Event description:
It was reported that the patient was admitted to the hospital for chf with exacerbation. Upon interrogation, high pacing lead impedance and high capture threshold were observed. The lead was explanted and replaced. During the explant procedure, the patient went into vf and was externally defibrillated and stabilized.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.0-8.2cm, 8.8-9.0cm, and 10.8-11.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
New information notes that lead fracture was also observed during explant.

Manufacturer narrative:
(B)(4).